Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the faulty connectors was external stress the user may have applied force toward incorrect direction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer returned four (4) connecting tubes of maj-2112, lot# 28a. It was noted that each connecting tube did not come with its original bubble packaging label, only the instructions for use (IFU) leaflet. Visual inspection of the reprocessor side (green) connector as received condition observed that one of the gray lock levers and its clip broke off, not returned. The pin inside the green connector was present. The other gray lock remaining on the green connector appeared to be slightly worn. The connector could not be checked for fitting due to the oer- endoscope reprocessor is not available in house. Also, there were minor scratch marks on the endoscope side connector consistent with use, but it appeared to be intact and functional. The tubing is in normal condition. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
The customer¿s olympus sales representative reported to olympus that oer-elite connectors have been ¿shooting off¿ of the oer-elite. The customer reported this would occur multiple times and each time, a new connector would have to be used. Initially, the customer had thought it was a pressure problem, however, after speaking with olympus technical support, it was determined to be caused by the alligator clips. The customer was provided replacements and the replacements are working properly. There were no reports of patient harm associated with this event.